Event description:
Physician went to unsheath filter (jugular approach), the primary strut did not expand within ivc. Physician re-sheathed the filter to remove from sheath, upon removing yellow catheter with attached filter, filter deployed within outer sheath. At 8.5 fr sheath was then removed with filter deployed inside. Feet of the filter were reported to "catch" at puncture site upon removal. Physician then had to clamp at puncture site and perform cut down to remove. Patient outcome is unknown at this time.

Manufacturer narrative:
The device was returned for investigation. However, we could not determine with certainty the root cause of this event at this time. The device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports. At this time, no evidence exists to contradict the substance of the complaint. At this time, no further risk reduction activities will be initiated and the associated risks have been deemed acceptable. We will continue to monitor for similar reports.